Event description:
The trial lead broke when it was removed. Three distal electrodes remained in the pt. There was nothing unusual about the way the lead was removed; add'l force was not required. The pt experienced severe pain and swelling at the incision location. The lead fragment was removed from deep below the supraspinous ligament prior to implant of the permanent lead. Removal took approx 1 hour. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4): the lead and extension has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.